Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to d10: date returned to MFR. H4: the lot was manufactured from july 08, 2020 - july 09, 2020. H10: the device was received for evaluation containing approximately 221ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. The expected infusion time was 25.5 hours and the device remained full. When the device was disconnected the infusor began to flow. The device had been filled with 3000mg cefepime diluted in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.